Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged as the lead had migrated back into the main coronary sinus. Lead dislodgement was confirmed via chest x-ray. On the day of procedure, it was noted that the capture threshold measurements were high and out of range which resulted in loss of capture. The left ventricular lead was capped on (B)(6) 2019. The pacemaker was explanted and right ventricular lead was capped as the patient was upgraded to a defibrillator. The patient was stable throughout.